Manufacturer narrative:
H6: investigation summary samples were sent by the customer, however package sent was empty. Photos received for investigation, upon visual inspection, excess of silicone can be noticed. A device history review was performed for lot 2105006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, testing was performed on the samples, results verified amount of silicone was with the required limits. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2105006 and found to be within specification. Possible root cause is associated to the stops in the marking machine, syringes that were located in the silicone station could have received more silicone leading to the defect experienced by customer. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter, translated from french: "presence of a fatty substance inside the syringe, on the surface of the plunger, between the plunger and the tip of the syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "presence of a fatty substance inside the syringe, on the surface of the plunger, between the plunger and the tip of the syringe".